Manufacturer narrative:
Physio-control evaluated the removed pcb assemblies and determined that the cause of the reported issue was due to an open transistor, designator q6 from the system controller pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer reported that the service indicator on their device was illuminated and the device was showing a solid white screen upon boot up.  A solid white screen is an indication that the device was not completing the boot up cycle and would not be available for defibrillation, if needed. There was no report of any patient use associated with the reported issue.